Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient who was receiving hydromorphone [20 mg/ml] at a dose of 12 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the personal therapy manager (ptm) code 8286 meaning empty reservoir was seen. The patient was due for a refill but the patient missed the refill that was scheduled for (B)(6) 2017. The patient was currently at the hcp office for the fill but the office did not have any medication to fill it with and the nurse was trying to find out what they were going to do. No symptoms were reported. The date of the event was indicated as ¿(B)(6) 2017¿ (this is conflicting of the report that the refill scheduled for (B)(6) 2017 was missed). No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the patient who reported the pump was refilled and they started her back from scratch at .25 mg/day and they were still working on getting her back to where she was at 12 mg/day. No further complications were reported/anticipated.